Event description:
It was initially reported on (B)(6) 2009, that the pt underwent surgery to add cervical leads to the existing system. There was no problem with the system, at that time. This was a trial with quad leads. Upon trying to remove the stylet from the implanted lead, it seemed to have "melted or glued" in the lead. The first lead was pulled part of the way out. Then, after tugging hard, the lead pulled out of the pt, completely. The lead could not be re-threaded with the stylet. This happened with the next lead, as well. A third lead was removed from the package for the physician to determine if the same problem would arise. The same problem did occur and the third lead was not implanted. The stylets were noted to be "shredded." It was stated that the physician decided to implant octad leads instead of the quad leads. The octad leads were threaded into the pt, without further difficulty. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).